Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system, exhibited crosstalk oversensing in the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was noted that the oversensed signals were blanked appropriately. It was also mentioned that there was a concern for intermittent loss of capture (loc) on the right atrial (ra) lead channel. Ts recommended further in office evaluation of the system. This crtd remains in service. No adverse patient effects were reported.